Event description:
The customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on resetting the pump, which resolved the error, allowing the sensor session to start successfully.